Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacer dependent patient presented in clinic, pocket stimulation from ventricular lead during pacing was observed. Patient had a device unrelated fall few weeks ago and physician thinks pocket stimulation was related to the fall. Programming changes were made and no stimulation was noted. Lead and device replacement was discussed. Patient was stable.

Event description:
New information received notes that patient was pacer dependent and in complete heart block. Lead was capped and replaced on (B)(6) 2019. Device was also explanted and replaced as the physician couldn't determine if it was affected by the patient's fall. Patient was stable. Related manufacturer reference number: 2938836-2019-05907.

Event description:
New information received notes that the lead also exhibited insulation anomaly.